Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to residue buildup on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause an intermittent connection. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor displayed a service code.